Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, corrosion of the electrical contacts inside the video connector receiver was confirmed, and it was confirmed that shaking the video connector caused image abnormalities however, it is likely the electrical contacts of the video connector were connected to the otv-s7pro while wet, which led to corrosion. The event can be detected/prevented by following the instructions for use which state: make sure the video connector, including the electrical contacts, is completely dry before connecting it. If it gets wet, the image may disappear or cause malfunctions such as image flickering. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was distorted and no longer displayed. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: h6 (remove 1184 - display or visual feedback problem from medical device problem code). The device was returned to olympus for inspection, and the customer's allegation of image got distorted or no longer displayed was confirmed.